Event description:
Center stated that a donor experienced tingling in the mouth and light-headedness close to the end of the apheresis procedure. Donor was given tums and rebreathed into a paper bag. The procedure was discontinued not due to the donor's symptoms but due to a leak at the return line y-junction according to the reporter. Donor left in good condition. Plateletpheresis procedure info: procedure start time 10:55am end time 12:58pm. Total wb volume processed: 5260, total acd used: 635 ml, product volume: 538 ml, acd ratio: 9:1.